Event description:
It was reported that t:slim x2 pump battery had not charged, and issue occurred prior to contact but had resolved by time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved charging problem by switching to non-tandem wall adapter and cable, was advised that only recommended charging supplies should be used except during troubleshooting, and was provided replacement tandem wall adapter and charging cable with two-day shipping.